Manufacturer narrative:
Continuation of d10: product ID a820 : product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was on their way home from an magnetic resonance imaging (MRI) and they connected to get a bolus that appeared to go through but then they saw pump motor stall - service code 100. Patient stated they see 43 min lockout when opening myptm app. Agent assisted patient in resyncing to pump but confirmed the service code 100 alert was still active. When connecting, patient stated 'it takes mine awhile to connect - mine's in my hip so I can't see it all the time.' The patient had 3 boluses left today. Bolus duration: 10 min lockout duration: 1hr dose restriction: 6 boluses / 24 hrs max activations: 6 boluses / day. Bolus unavailable for the following reasons: lockout. Patient stated for today's boluses 'one was at 1am, one was probably around about 9am maybe, and then the latest one at 2:30' then stated '3:13pm' then stated 'I have a 39 min lockout now so it would've connected at 2:55pm.' Patient denied hearing any pump alarm and stated they had never heard the pump alarm before or 'having any issues before until now.' Agent redirected patient to healthcare provider .

Manufacturer narrative:
H6 codes have been corrected and updated to reflect the information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.